Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that in 2019 patient fell down the stairs and it caused the ins to severely move and caused a lot of damage. The healthcare provider (hcp) performed revision surgery to move the ins location and probably about 6 months later it started hurting really bad like a tugging feeling in the back and has been getting worse. The neurostimulator has migrated into the back and is causing a lot of pain and swelling in about the last year but patient put off doing anything about it because of covid. The managing hcp felt it and confirmed it had migrated into the back. Patient has lost about 12 pounds and they said that could cause it to migrate as well as patient doing heavy lifting. Patient also commented they think they have been too active. The caller was redirected to the managing hcp who plans to replace the battery. No further complications were reported .